Event description:
It was reported that they received an alert transmission via carelink for the right ventricular lead impedance being out of range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.